Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: nanopass crescent was used to pass suture in a hip arthroscopy. After the first pass, the bottom portion of the jaw broke in the joint and had to be retrieved. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) user technique related factors, 2) difficult anatomy, extremely tough soft tissue, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.